Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a temporal relationship exists between the pd therapy with the liberty cycler set and the patient¿s peritonitis event. Peritonitis is a well-documented complication in patients undergoing pd therapy. The patient is new to pd therapy and has a past medical history of generalized hypersensitivity reaction with report of ongoing skin rash. The patient¿s pd culture did not generate any organism growth, indicating the event is likely not a bacterial infection. However, the patient¿s repeat pd culture did have an elevated eosinophil count. Eosinophilic peritonitis, while rare, is known to be attributed to allergic/hypersensitivity/inflammatory reactions to pd therapy. Given this is the patient¿s second eosinophilic peritonitis (without an identified bacterial source) since beginning pd therapy on (B)(6) 2022, the event is likely to be an inflammatory/hypersensitivity response to pd therapy. Currently there is no allegation nor any objective evidence that the hypersensitivity response is due to a liberty cycler set malfunction or product deficiency. The peritonitis is likely a response to a patient/pd therapy biocompatibility related issue.

Event description:
During follow-up for a previously reported peritonitis event a peritoneal dialysis nurse (pdrn) reported a peritoneal dialysis (pd) patient experienced symptoms of cloudy pd effluent. The nurse reported as a result, the patient was seen in the outpatient pd clinic on (B)(6) 2022 and a pd culture was obtained. The pdrn reported that the pd culture generated an elevated lymphocyte count, result unknown, but did not have any organism growth. The patient was treated with intra-peritoneal (ip) vancomycin, dose not reported on an outpatient basis. The cause of the patient¿s peritonitis was suspected to be the result of a hypersensitivity/inflammatory reaction to pd therapy. The nurse stated the patient has a past medical history of generalized hypersensitivity with pre-existing skin rashes, and the previously reported peritonitis event. The nurse stated that because of a suspected biocompatibility issue, from two episodes of eosinophilic peritonitis, the patient is not likely a good candidate for pd therapy. It was reported the patient is expected to be transitioned to hemodialysis modality.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
During follow-up for a previously reported peritonitis event a peritoneal dialysis nurse (pdrn) reported a peritoneal dialysis (pd) patient experienced symptoms of cloudy pd effluent. The nurse reported as a result, the patient was seen in the outpatient pd clinic on (B)(6) 2022 and a pd culture was obtained. The pdrn reported that the pd culture generated an elevated lymphocyte count, result unknown, but did not have any organism growth. The patient was treated with intra-peritoneal (ip) vancomycin, dose not reported on an outpatient basis. The cause of the patient¿s peritonitis was suspected to be the result of a hypersensitivity/inflammatory reaction to pd therapy. The nurse stated the patient has a past medical history of generalized hypersensitivity with pre-existing skin rashes, and the previously reported peritonitis event. The nurse stated that because of a suspected biocompatibility issue, from two episodes of eosinophilic peritonitis, the patient is not likely a good candidate for pd therapy. It was reported the patient is expected to be transitioned to hemodialysis modality.